Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse requested technical support for a peritoneal dialysis patient (patient name unknown) who was in fill 5 of 6 of treatment who was not filling. There was no alarm. During troubleshooting, the patient encountered an air detected in the cassette message and patient line blocked message. Treatment was cancelled and the patient observed evidence of a fluid leak in the cassette housing when removing the cassette. The patient was advised to discontinue use of the cycler. Patient was not able to complete treatment. Additional information was solicited.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom not filling (no alarm) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. The reported symptom (power fail recovery failed) was not confirmed. The reported complaint symptom code (trng: soft alarm-patient line is blocked) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor calibration check passed. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was perform. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. A fill complication encountered support warning occurred, as expected, when the patient line was clamped during the fill phase, cycle 4. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
"."